Manufacturer narrative:
The reported event of ¿getting hot during use¿ is confirmed. Evaluation found a bearing no longer effective and the collet worn. Parts were replaced and the device repaired; the device was final tested and met all specifications. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and found similar repairs related to this complaint. A two-year review of complaint history revealed there has been a total of 46 complaints, regarding 46 devices, for this device family and failure mode. During this same time frame 3,133 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.01. Per the instructions for use, the user is advised the following: inspect all equipment for proper operation prior to use. The user is also advised to continually check all hand pieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the bur or bit may cause damage to the bur or bit and may cause burns or thermal necrosis. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 00505800100, surgairtome two handpiece, was being used on (B)(6)2023 during an oral max procedure when it was reported ¿getting very hot during use¿. Further assessment questioning found that the device did not cause a burn to the patient and ¿no one was injured by this¿. The procedure was completed with an alternate handpiece and the current status of the patient was reported as ¿everyone is ok¿. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 00505800100, surgairtome two handpiece, was being used on (B)(6) 2023 during an oral max procedure when it was reported ¿getting very hot during use¿. Further assessment questioning found that the device did not cause a burn to the patient and ¿no one was injured by this¿. The procedure was completed with an alternate handpiece and the current status of the patient was reported as ¿everyone is ok¿. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.